Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 20/oct/2023, it was reported that this female patient on peritoneal dialysis (pd) expired. There were no reported allegations that the death was related to any product related issues. In an additional follow-up call, the patient¿s pd nurse reported that on (B)(6) 2023, the patient was found deceased (in her home) still attached to the fresenius cycler. It is unknown what phase of treatment the patient expired. The nurse stated that the patient was pronounced deceased at home. No further details about the events leading up to death were provided. The pd nurse indicated that the death was not related to fresenius products in any way. The nurse confirmed the patient was completing pd treatments on the fresenius cycler without any issues, product malfunctions or adverse events. It was reported the patient had pre-existing cardiac comorbidities that included severe bradycardia, and cardiac arrhythmia. Additionally, it was reported the patient was under the care of a cardiologist and pending placement of a pacemaker. Per the nurse, the patient¿s cause of death was cardiac arrhythmia related to her pre-existing condition. The fresenius cycler pending return to manufacturer when follow-up was completed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death from a cardiac arrhythmia. At the time this clinical investigation was completed, the cycler was not returned to the manufacturer. However, there were no reported allegations that the patient¿s death was related to any issues with the fresenius cycler. The patient¿s pd nurse stated the patient had pre-existing comorbid conditions of esrd cardiac comorbidities that included severe bradycardia, and cardiac arrhythmia pending placement of a cardiac pacemaker. Based on the information available, the patient¿s death is likely to be associated with patient¿s pre-existing comorbid conditions which are significant risk factors for death.

Event description:
On 20/oct/2023, it was reported that this female patient on peritoneal dialysis (pd) expired. There were no reported allegations that the death was related to any product related issues. In an additional follow-up call, the patient¿s pd nurse reported that on (B)(6) 2023, the patient was found deceased (in her home) still attached to the fresenius cycler. It is unknown what phase of treatment the patient expired. The nurse stated that the patient was pronounced deceased at home. No further details about the events leading up to death were provided. The pd nurse indicated that the death was not related to fresenius products in any way. The nurse confirmed the patient was completing pd treatments on the fresenius cycler without any issues, product malfunctions or adverse events. It was reported the patient had pre-existing cardiac comorbidities that included severe bradycardia, and cardiac arrhythmia. Additionally, it was reported the patient was under the care of a cardiologist and pending placement of a pacemaker. Per the nurse, the patient¿s cause of death was cardiac arrhythmia related to her pre-existing condition. The fresenius cycler pending return to manufacturer when follow-up was completed.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The teach pump test passed. There were visual indications of dried fluid under pump a and b mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. Mushroom head checks passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2023, it was reported that this female patient on peritoneal dialysis (pd) expired. There were no reported allegations that the death was related to any product related issues. In an additional follow-up call, the patient¿s pd nurse reported that on (B)(6) 2023, the patient was found deceased (in her home) still attached to the fresenius cycler. It is unknown what phase of treatment the patient expired. The nurse stated that the patient was pronounced deceased at home. No further details about the events leading up to death were provided. The pd nurse indicated that the death was not related to fresenius products in any way. The nurse confirmed the patient was completing pd treatments on the fresenius cycler without any issues, product malfunctions or adverse events. It was reported the patient had pre-existing cardiac comorbidities that included severe bradycardia, and cardiac arrhythmia. Additionally, it was reported the patient was under the care of a cardiologist and pending placement of a pacemaker. Per the nurse, the patient¿s cause of death was cardiac arrhythmia related to her pre-existing condition. The fresenius cycler pending return to manufacturer when follow-up was completed.